Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that " found to have a leak at the y site where other medications can be y¿d in" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked from the y-site during use. The following information was provided by the initial reporter: "found to have a leak at the y site where other medications can be y¿d in."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked from the y-site during use. The following information was provided by the initial reporter: "found to have a leak at the y site where other medications can be y¿d in."